Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. An unknown mitraclip was advanced to valve and into the ventricle where it became entangled in the chordae. There was difficulties visualizing the posterior leaflet side of clip due to patient anatomy. Troubleshooting was attempting but it could not be freed from the chordae. The clip was able to still be implanted on both leaflets with chordae of a2-p2 lateral, reducing mr to grade 1. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) was due to procedural circumstances while advancing the clip implant to the valve. The reported image resolution poor was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.